Event description:
It was reported that insulin drips were intermittently not observed to be dripping out of the infusion set tubing and multiple cartridge tubings during the load fill tubing sequence. Multiple supply changes were performed and the issue continued. Customer's blood glucose level ranged from 130-147 mg/dl. The customer reverted to an alternate pump for insulin therapy.